Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and insufficient bonds between the components and the bones, which led to aseptic (non-infected) femoral and tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
D10: concomitants: 5893383 - 200-02-41 - implant patellaire 3 plots 5705289 - 204-34-04 - tige extension diam 14 lg 40 5743666 - 04-70-00 - vis pour tige extension tibiale 2028019157 - (B)(6) - gps implant kit v2.

Event description:
It was reported that a male patient, initial left knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2024, approximately 4 years 8 months post the initial procedure. The patient was suffering from laxity, instability, and chronic hydrarthrosis. Macroscopic pe granuloma indicated. The report stated the patient had aseptic tibial and femoral loosening 5 years after the initial placement. The pe was changed. No surgical delays or device breakages were reported. No x-rays were provided. The device return status for analysis is unknown currently. They have been requested. No device images were provided. No further information.